Event description:
A malfunction was reported on the pump with no notable events occurring prior to this issue. There was no adverse impact to the customer's blood glucose level. Cts provided information on how to reset the pump and assisted the caller with the reset process. After the reset, the malfunction code did not recur, and the customer was informed they could continue using the pump and advised to call back if any issues reappear.